Event description:
It was reported that the patient presented remotely. Review of the transmission revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. No intervention was reported. There were no reported patient symptoms.